Manufacturer narrative:
(B)(4). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k936274. Product has been requested but no information has been received. This report is number 2 of 2 mdrs filled for the same patient (0009610576 - 2018 - 00005).

Event description:
It was reported a patient underwent knee revision greater than 10 years post-implantation due to instability, wear of the polyethylene, and loosening of the screw that fixes the polyethylene to the tibial tray. Periprosthetic osteolysis was also reported.